Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the electrosurgical generator esg-400 experienced an e433 permanent reboot error when switched on and restarted automatically, going into a loop. The issue was found before an unspecified procedure. There were no reports of patient involvement or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. During investigation, the reported error e433 did not repeat but was confirmed in the device's error log. The investigation determined the error was likely caused by a temporary communication failure at the motherboard. The causes for temporary error e433 include: scattered electromagnetic fields; user activation of the foot switch during start up; use of a defective foot switch; use of a defective cable between the high voltage power switch and generator board; or use of a defective cable between generator board and relay board. The exact cause was not definitely established. Olympus will continue to monitor field performance for this device.